Event description:
A customer contacted beckman coulter inc. (Bci) regarding a level sense detection problem on the au 680 clinical chemistry analyzer which was leading to zero results with a g flag. No patients were impacted. The lis system does not validate these results and they are repeated automatically.

Manufacturer narrative:
The pcb version 6 was replaced on (B)(4) 2010 with pcb version 5 and the system has worked properly for 2 days. Investigation is on-going and a bci specialist is working with the account.